Manufacturer narrative:
Stryker product assessment center (pac) further evaluated the pcba. Root cause was determined to be a cracked and shorted capacitor c181. The component was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not complete its boot-up cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to duplicate the reported issue. The cause of the reported issue was determined to be a faulty user interface (ui) pcb assembly. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not complete its boot-up cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.